Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 39 mg/dl, and the meter bg reading was 297-298 mg/dl. The customer did not take any action to address bg level at the time of the event. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.